Event description:
It was reported that the user experienced a blood glucose of approximately 300 mg/dl while using the ilet and described roller coaster glucose patterns; the agent synchronized data, confirmed late meal announcements, and provided additional training, with the device issue characterization documented as insufficient information and the device component described as insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, and there was insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.